Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a empty lifecare container 100 ml size that reportedly leaked at the seam of the empty bag. There was no human harm reported with respect to the complaint/event.

Manufacturer narrative:
A picture showing an empty lifecare container in a plastic bag was returned. It is unclear if the droplets are within the container. The complaint of leakage at the seam of an empty bag could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.